Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited oversensing. The lead was capped and replaced. There were no adverse consequences to the patient.